Manufacturer narrative:
If explanted; give date: not applicable as lens remains implanted. Telephone number: (B)(6). (B)(4): the intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens implanted in the patient's right eye (od), was reposition rotationally. Patient stated vision was getting gradually worse for some time now. Vision was slightly blurry on day 1 post-op. Poor support was also noted. Patient returned to referring physician out of state for follow up care. There was no injury. A ppv (pars plana vitrectomy) and a lri (limbal relaxing incision) were performed. Cartridge model was not provided. The lens is still implanted. No other information provided.